Manufacturer narrative:
The customer replaced the circuit, but the problem was not resolved. The technician evaluated and tested the circuit, but it did not pass the first step. At the time, the technician observed an abnormal noise, which seemed like a leak has occurred internally. The repair of this ventilator has not been completed. (B)(4).

Event description:
It was reported by a customer in (B)(6) that, during a patient use, the ht70 ventilator generated a "replace circuit" alarm. The circuit was replaced, but did not resolve the issue. The patient was transferred to another ventilator. There was no reported patient injury.